Event description:
The vns computer and flashcard were received for analysis on (B)(4) 2013. Analysis of the computer serial cable was previously reported on the initial MDR, and a failure was confirmed. During the analysis, no anomalies associated with the handheld computer performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. During the analysis it was identified that the flashcard contained 2 different sets of patient databases. The likely cause for the multiple databases is associated with the flashcard being inserted into multiple devices. However, this did not affect device function. No other anomalies were identified. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
Reporter indicated a vns dell x50 computer was not working properly; "the data transfer is working ok but it does not recharge the pda." The serial cable was returned for analysis. During the analysis it was identified that the serial cable power connector had an open in the power plug that prevented the ac adapter from powering the handheld. X-ray analysis identified that the negative wire of the cable was no longer soldered onto the barrel connector. As a result, the serial cable was unable to provide power to the handheld using the ac adapter. No other anomalies were identified.